Manufacturer narrative:
If additional information or investigation results become available, a supplement will be provided.

Event description:
It was reported that there was an issue with the product columbus gliding surface. The original surgery was in (B)(6) 2017. The patient had complained of "popping" and knee pain. The surgeon recommended a revision and during the procedure, noted that the primary tibia was loose and there was no cement adherent to the implant. The implant was replaced with stemmed and augmented tibia in (B)(6) 2020. The patient outcome was good postoperatively at 1 week. The adverse event is filed under reference (B)(4). Concomitant products: palacos r cement, columbus gliding surface nn423, lot 52034639, columbus narrow femur nn899z, lot 52275242, tibial obturator nn261a, lot 52294345, patella 3 pegs nx042, lot 52294458. Associated mdrs: 2916714-2020-00720, 2916714-2020-00731, 2916714-2020-00732, 2916714-2020-00733.

Manufacturer narrative:
Associated mdrs: 2916714-2020-00720 , 2916714-2020-00731, 2916714-2020-00732, 2916714-2020-00733. Investigation results: visual investigation: the surface intended for the bone cement shows no conspicuous damage or abnormality. There are only smallest bone cement residues on the tibial component in the actual situation. There are no damages or other abnormalities regarding the surface of the implant. The visible discoloration of the tibial component surface is a result of oxidation and does not affect the material properties in any way. The provided x-ray figures give no definitive hints for the root cause of the implant loosening. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
No updates.